Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). After intravenous ultrasound observation, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the proximal rca. Buddy wire technique was used but the device still failed to cross the lesion. When the device was removed from the patient in order to perform pre-dilatation, it was noted that the proximal portion of the stent struts was lifted. The procedure was completed with a 3.00 x 15 non-bsc stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual and microscopic examination of the device found that proximal stent rows1-2 were damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). After intravenous ultrasound observation, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the proximal rca. Buddy wire technique was used but the device still failed to cross the lesion. When the device was removed from the patient in order to perform pre-dilatation, it was noted that the proximal portion of the stent struts was lifted. The procedure was completed with a 3.00 x 15 non-bsc stent. No patient complications nor injuries were reported.